Manufacturer narrative:
Correction: removed conclusion code 67 and updated statement below. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from (B)(6) 2018 to aware date (B)(6) 2020. One other similar complaint was identified during the search period.

Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The customer stated there were a few >l results and upon retest generated >l results. The fse verified system fluidics and no leaks or issues were observed. Additional sample tests and a precision test were also performed. Results were acceptable with no issues observed. The fse returned the customer site the following day and noted quality control (qc) and patient sample tests generated acceptable results. The fse then picked a low patient sample and high patient sample to run a precision test and observed particulate in the high patient sample. Next, the fse poured approximately twenty more samples in the same way and noted three more samples had the grey color particulates in the serum. The >l patient sample generated a reading of >l eight times upon retest. A patient sample with psa results of 11 ng/ml and 83 ng/ml, with particulate in the sample, generated results between 10.98 ng/ml and 11.98 ng/ml when retested eight more times. The customer was advised to consult with technical support and continue to closely monitor. No analyzer issues were noted. Qc and sds samples were in acceptable precision. The fse could not replicate the issue. The aia-360 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 07dec2018 to aware date 07jan2020. No other similar complaints were identified during the search period. The st aia-pack pa analyte application manual states the following: limitations of the procedure. For diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack pa, the highest concentration of prostate specific antigen measurable without dilution is 100 ng/ml, and the lowest measurable concentration is 0.05 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 50 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 100 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated or decreased psa values. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Expected values. Each laboratory should determine a reference interval corresponding to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. Results from the st aia-pack pa assay should not be interpreted as being definitive for the presence or absence of prostate cancer. Patients with levels of psa within the reference interval found in apparently healthy subjects may have prostate cancer; patients with levels exceeding those in the reference interval may be prostate cancer free. Results from the st aia-pack pa should be interpreted in the light of other clinical findings and diagnostic procedures such as dre. Biopsy of the prostate is currently the medically accepted standard used to confirm the presence/absence of prostate cancer. The probable cause of the issue is attributed to specimen integrity.

Event description:
A customer reported receiving discrepant prostate-specific antigen (psa) results on the aia-360 analyzer. The physician questioned the results and requested the sample to be repeated. An initial result of 2.86 ng/ml was obtained. Upon retest, a result of 0.24 ng/ml was generated. Technical support then had the customer perform a precision test on level 3 control, which yielded a coefficient of variation (cv) of 4.4. Two outliers (high and low) were outside the standard deviation (sd) of 2. Additionally, another test generated an initial psa result of 0.05 ng/ml. Upon retest, a result of 3.15 ng/ml was obtained. A field service engineer (fse) was dispatched to address the reported issue. There was no patient intervention or adverse health consequences due to the event.